Event description:
The report received from the database indicated that the pt had a cypher select plus 3.5x18mm stent implanted during the index procedure. The stent was implanted in the left main trunk (lmt). The vessel was reported to be protected by at least on patent graft distal to the lmt. The indication for the index procedure was stable angina. The pt was reported to have had an inferior q- wave myocardial infarction ( mi) post-procedure. The adverse event (ae) was reported to mild in severity and had an unlikely relationship to the study device/procedure. The event was not a serious adverse event (sae). The subjects' event outcome was ongoing, improved.

Manufacturer narrative:
The report stated that the pt's cardiac enzymes were reported to be elevated although the peak ck was reported to only be less than or equal to two times the upper limits of normal (uln) which does not meet the definition of a post-procedure mi. The st- changes in the inferior leads of the ECG was not reported to be a small mi by the physician. It was also reported to that the pt had a previous angiogram done four months prior to the index procedure and the graft to the right coronary artery (rca) was patent but has a 99% subtotal occlusion of at the origin of a thin diseased posterior descending branch that was no suitable for intervention at that time. The pt was also reported to have an add'l ae of acute pulmonary edema after the index procedure. The report stated that the pt has a history of ischemic cardiomyopathy and moderate mitral regurgitation with a grade 4/4 ventricle. The event was reported to be probably due to the pt receiving 240 cc of contrast dye during the procedure. The ae was treated by the administration of oxygen, IV lasix, and IV nitroglycerin. The pt's condition was reported to be much improved and the pt may be discharged in the next few days. The event severity was moderate. The event was reported to have an unlikely relationship to the study device and a highly probable relationship to the study procedure. The event was a serious adverse event (sae). The subjects' event outcome was reported to be ongoing, improved. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.